Manufacturer narrative:
As reported in the legal brief, approximately six months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have fractured and become embedded in the wall of the inferior vena cava making safe retrieval of the device impossible. Approximately one month later, the patient experienced increasing abdominal pain and was referred to a specialist for attempted endovascular laser and forcep assisted removal, portions of the filter were able to be removed, however the filter had fractured in multiple locations with one sidewall strut completely free of the filter and embedded in the wall of the inferior vena cava. Three days later, the patient underwent complex ivc filter removal surgery in an attempt to retrieve two fractured struts which had embolized to the right and left lung, only one of the filter fragment was able to be removed. The following additional information received per the patient profile form (ppf) indicates that the patient¿s filter struts perforated outside of the ivc and also perforated into the organs. The fractured struts migrated to the upper lobe pulmonary artery. The patient underwent two percutaneous removal attempts. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the indications for the filter implantation were left deep vein thrombosis (dvt), hypercoagulable disorder and pulmonary embolus. The patient also has may-thurner syndrome. Approximately a year and five months post implantation, during one of the filter removal procedures it was noted that the patient had considerable intimal hyperplasia and had a mild 30% stenosis of the ivc at the filter site. The patient underwent a stent placement in the left common iliac vein. The patient was then placed on lovenox. Originally, the filter was successfully deployed during the index procedure between the renal and iliac veins and the patient tolerated the index procedure well. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor the device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or imaging to review, the reported fracture, migration, retrieval difficulty, ivc perforation, perforation, and abdominal pain cannot be confirmed. The attempted retrieval date was approximately 6 months post implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a product malfunction and may be related to underlying patient conditions. Clinical factors that may have influenced the event include patient and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00327 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, approximately six months after an optease inferior vena cava (ivc) filter was implanted, the filter was found to have fractured and become embedded in the wall of the inferior vena cava making safe retrieval of the device impossible. Approximately one month later, the patient experienced increasing abdominal pain and was referred to a specialist for attempted endovascular laser and forcep assisted removal, portions of the filter were able to be removed, however the filter had fractured in multiple locations with one sidewall strut completely free of the filter and embedded in the wall of the inferior vena cava. Three days later, the patient underwent complex ivc filter removal surgery in an attempt to retrieve two fractured struts which had embolized to the right and left lung, only one of the filter fragment was able to be removed. The following additional information received per the patient profile form (ppf) indicates that the patient¿s filter struts perforated outside of the ivc and also perforated into the organs. The fractured struts migrated to the upper lobe pulmonary artery. The patient underwent two percutaneous removal attempts. The patient reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the medical records, the indications for the filter implantation were left deep vein thrombosis (dvt), hypercoagulable disorder and pulmonary embolus. The patient also has may-thurner syndrome. Approximately a year and five months post implantation, during one of the filter removal procedures it was noted that the patient had considerable intimal hyperplasia and had a mild 30% stenosis of the ivc at the filter site. The patient underwent a stent placement in the left common iliac vein. The patient was then placed on lovenox. Originally, the filter was successfully deployed during the index procedure between the renal and iliac veins and the patient tolerated the index procedure well.